Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8274605. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in extension tube detached from the needle. The following information was provided by the initial reporter: it was found that the needle came out when the patient was given infusion. 2020-12-30 received an update from the sales representative, the event description is updated as follows: when the nurse of the otolaryngology department punctured the patient, the root of the extension tube was also directly detached from the needle wing connection when the needle core was removed, which caused the patient to return blood and overflow and the puncture failed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in extension tube detached from the needle. The following information was provided by the initial reporter: it was found that the needle came out when the patient was given infusion. (B)(6) 2020 received an update from the sales representative, the event description is updated as follows: when the nurse of the otolaryngology department punctured the patient, the root of the extension tube was also directly detached from the needle wing connection when the needle core was removed, which caused the patient to return blood and overflow and the puncture failed.